Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device with delivery system (wds) was used. After the closure device was implanted, a transesophageal echocardiogram revealed a 0.7 cm pericardial effusion at the apex of the heart. The procedure was completed successfully and the patient fully recovered.